Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She manually removed the pledget in pieces. She did not seek medical attention and did not experience any adverse health effects.